Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (2gm, once daily, intravenous, discontinued on the same day) and ceftazidime injection (2gm, once daily, intravenous, discontinued on the same day) for peritonitis. A day after the event onset, the patient was treated with ceftazidime injection (250mg, in every bag, ongoing) for peritonitis. The patient has recovered nine days after the onset of peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.